Event description:
The pt reported on 1/4/2007 that the ins system was removed due to infection. The MFR requested add'l info from the physician. The hcp reported the date of onset or the date of diagnosis of the infection was a few days before in 2005, which was the date the product reportedly was retrieved. The pt presented with signs of infection that included redness, swelling, drainage, pain and incisional wound opening. Perioperative antibiotics were administered and the pt did not develop meningitis. The primary location of the infection was the device pocket and the lumbar region. A culture was obtained, but the hcp was unsure of the exact source of the culture indicating, it was obtained from either the pocket or pt lumbar region. The type of organism cultured was methicillin-resistant staphylococcus aureus (mrsa). The hcp reported the scs was removed due to infection and the pt was treated by home health care after surgery with IV and oral antibiotics for post-op infection. Wounds were reportedly closed and healed in april 2006. Device was explanted in 2005, but was not rec'd by the MFR for eval. The infection reportedly resolved four months later.